Event description:
Cook 5.0 fr double lumen cvl catheters - increase seen in fracture of catheter at site where double lumens are inserted into triangle spacer before going into single catheter to pt - caused this cvl to be repaired once and replaced x 3. Event reappeared after reintroduction: yes.